Manufacturer narrative:
Inspected 1 opened/used sensor and performed bicarbonate buffer test per dop114-830. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer had low blood glucose levels of 48 mg/dl. The customer treated with food. The customer reported a sensor error alarm from the insulin pump. Troubleshooting was done. The customer was advised that the sensor may not be working, dislodged, bent or retracted. No additional information was provided.